Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the pump touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined a follow up from tandem technical support; therefore, no additional information could be obtained.